Event description:
It was reported while unloading an obese, flaccid patient at the hospital, the legs of the cot allegedly did not lock into place and when the crew released the cot from the ambulance the cot began to lower. The patient was unable to maintain their posture on the cot and slumped to the right side causing the cot to tip. The crew was able to control the movement as best they could. It was reported the patient did not appear to have struck their head or any other part of their body on the ground other than their hands. No injury or medical intervention was reported. The patient was removed from the cot and placed in a wheelchair to complete the transfer into the hospital.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's site. A visual and functional evaluation was conducted. The cot was found to be operating as intended with no observation of anything that would have prohibited the cot from locking into position. The alleged issue could not be duplicated. No additional information was provided regarding the patient and any later alleged injury.

Event description:
It was reported while unloading an obese, flaccid patient at the hospital, the legs of the cot allegedly did not lock into place and when the crew released the cot from the ambulance the cot began to lower. The patient was unable to maintain their posture on the cot and slumped to the right side causing the cot to tip. The crew was able to control the movement as best they could. It was reported the patient did not appear to have struck their head or any other part of their body on the ground other than their hands. No injury or medical intervention was reported. The patient was removed from the cot and placed in a wheelchair to complete the transfer into the hospital.